Manufacturer narrative:
The reported event of extended charge time was confirmed. The device was tested at the bench and the device subassembly showed normal characteristics. The high voltage capacitors were analyzed and a failure within the front alignment hole of the capacitor (B)(4) was confirmed. The cause of reported event was due to an anomalous high voltage capacitor.

Event description:
It was reported that patient presented to clinic with a vibratory alert. The alert was noted to be for device reaching charge time limit. Physician explanted and replaced the device. Patient was stable post procedure.